Event description:
It was reported the stimulator ¿suddenly failed¿ for unknown reasons. The stimulator was checked and the ¿measuring values¿ showed that the electrode had malfunctioned. The patient agreed to have a replacement procedure done. During the procedure, there did not appear to be any visible defects. Slightly increased mobility at the connection site between the stimulator and extension was noted. The existing lead, which was implanted on the right side was disconnected from the system and tested. Stimulation was increased to 10v without a response or contraction in the area of the sphincter or the base of the pelvis. There was no movement of the large toe or the forefront on the right side. The s3 foramen on the left side was ¿punctured¿ without response, in spite of repeated ¿puncture¿ with image converter control. The ¿puncture¿ was then directed past the s3 tined lead on the right lead using image converter control. Stimulation was tested and the response to a threshold voltage of 1.5v was ¿excellent.¿ this resulted in clearly visible and very good contraction of the anal sphincter and lifting of the pelvic floor without movement of the big toe on the right side. A decision to remove the existing tined lead was made, however it was unsuccessful. Therefore the tined lead was shortened and the distal part remained in s3. The stimulator was also removed to avoid another surgery. To avoid the ¿possibly defective¿ extension, the new stimulator was directly connected to the tined lead. It was noted that ¿it could not be ruled out that the issue was only a broken tined lead.¿ there was a request from the hospital to check the functionality of the stimulator and connected extension. As of (B)(6) 2015, there had been no further request from the patient, so they "should have been fine." No further information was reported. A follow up report will be sent if additional information is received. An event date of (B)(6) 2015 was provided, but it was unclear what occurred on that day.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. Tined lead not returned.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), product type: extension. Product ID: neu_unknown_lead, product type: lead .(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.